Event description:
The following was reported to hamilton medical ag: the unit alarms with loss of external power. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported the device alarmed with loss of external power. The device doesn't detect ac mains and runs continuous on battery power. Per review of device logs, this alarm has been intermittent since (B)(6) 2023. There was no patient involved. If this issue occurred during ventilation and external power is lost, the ventilator immediately alerts the user with the ¿external power loss¿ alarm. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical. The ventilator automatically switches to battery power in the event of external power failure. The battery typically provides 1¿3 hours of backup operation, allowing ample time to either restore external power or transfer the patient to another ventilator if needed. If the battery level drops further, additional low battery alarms provide further warnings. Troubleshooting included: verify the ac power outlet (ac mains was detected when other devices were plugged in), trying different power cord and checking internal connections; however, p5 voltage test points were out of range. The power supply was detected as the defective component, and it was replaced to resolve the issue. This case is considered as closed.